Manufacturer narrative:
Correction to section h6: the medical device problem code (1260 - fracture) was missing from initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2021-15223. It was reported the patient was experiencing changes in stimulation from the drg system. The manufacturer representative met with the patient and a diagnostic check of the patient's system showed high impedance on multiple lead contacts. X-ray images taken showed a possible lead fracture. Surgical intervention was taken and both of the patient's leads at the s1 placement were successfully replaced. Effective stimulation therapy was reportedly restored postoperatively.